Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. The 3.0x8 mm nc trek balloon catheter proximal shaft separated during advancement of the balloon catheter over the guide wire, outside the patient anatomy. No resistance was felt during advancement on the guide wire. No resistance was felt during removal of the protective sheath prior to use. A same size nc trek was used successfully to complete the case using the same guide wire. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The reported separation was likely due to accidental handling. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on all the information reviewed, there is no indication of a product deficiency.